Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 2 events were confirmed. Two devices were found to have missing components. One event was not confirmed; however the device was out of specifications. The device was not missing a component but the device was affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the devices disassembled. Three reported events had no known patient involvement or patient impact.